Manufacturer narrative:
Zoll circulation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) on two separate occasions, experienced an unk defib problem; ref medwatch 1220908-2013-00291 for a second pt event. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.